Event description:
Pt attempted to remove catheter and met resistance. Came into office to have it removed. An orthopedic technician who is very experienced with catheter removal said that pt had to tug on it. Catheter did not stretch upon removal and end of catheter appears smooth, which is consistent with a catheter being cut. It appears that approx 2" - 2 1/2" may be left in the pt. The surgeon was informed, discussed the situation with the pt and the decision was made to not remove the catheter segment.